Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the user described that the anchor was not released from the manta device which resulted in the device not staying in the vessel. This caused bleeding that could not be controlled, and a covered stent was placed to obtain final hemostasis.

Manufacturer narrative:
The affected unit used in the case was not returned. No other damages noted. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. The event description states anchor was not released from the manta device which resulted in the device not staying in the vessel. The affected unit pertaining to the complaint was not returned. It is undeterminable if any damages were present in the unit without product evaluation. Additional information was requested on the procedure. No response was received. A covered stent was placed to obtain final hemostasis. Based on the information, the most likely root cause of the issue is undeterminable.